Event description:
Follow-up with the coroner showed that the device would be retained by the facility. The explant is not expected to be returned for analysis. An autopsy was performed. The final summary noted the patient was found face down in a pillow most probably expired as a result of positional asphyziation during a seizure.

Event description:
Follow up with the physician found that there was no relationship between the patient's death to vns. The physician did not have a copy of the death certificate, but stated that it was definite sudep. No other information was provided.

Event description:
On (B)(6) 2013, it was reported that the vns patient passed away on (B)(6) 2013 due to unknown causes and the vns device has been explanted. On (B)(6) 2013, it was reported that the patient¿s vns device was fine. No malfunctions or adverse events were noted on that day. On (B)(6) 2013, it was reported by the coroner that the cause of death had not yet been confirmed. Good faith attempts to the physician are in the process of being performed.